Event description:
It was reported that when the patient was in the upright position, the device pointed straight out from the body after the weight of the patient's breast tissue pushed on the device under the skin. The device was removed and reinserted in a slight different deeper position using the same incision. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).